Manufacturer narrative:
A ge service rep performed an onsite investigation. The error logs and calibration data was extracted for further eval. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system locked up while sending images to pacs. No pt serious injury or death was reported related to this event.